Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on the proximal rows 1-11 stent struts appeared damaged and were pulled in a distal direction. On proximal rows 19-23 appeared stent struts were stretched. The stent had moved on the balloon in a distal direction over the distal markerband. The undamaged crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile measurement. The stent od is measured and verified against specification for the product prior to packaging and shipping. Stent damage most likely occurred when the stent was being loaded into the guide catheter during the procedure. The balloon cones could not be assessed as there were not visible due to stent struts that had stretched to cover the cones. The tip was visually and microscopically examined and no damage was noted. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a mid-shaft kink 25mm distal from the hypotube/mid-shaft bond. This type of damage is consistent with excessive force being applied to the delivery system. It could not be assessed if the device could pass through the guide catheter due to stent damage as the stent struts were misaligned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 28 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat lesion but would not pass through the guide catheter. The device was removed and the it was noted that the proximal end was deformed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 28 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat lesion but would not pass through the guide catheter. The device was removed and the it was noted that the proximal end was deformed. The procedure was completed with a different device. No patient complications were reported.